Event description:
Upon ICD interrogation on (B)(4) 2014, a warning message was displayed stating that the defibrillation system would be ineffective. Reportedly, tests were performed on (B)(4) 2014 that showed a normal device behavior. Preliminary analysis showed that the above warning message was a false alarm that was caused by a telemetry error.

Event description:
Upon ICD interrogation on (B)(4) 2014, a warning message was displayed stating that the defibrillation system would be ineffective. Reportedly, tests were performed on (B)(4) 2014 that showed a normal device behavior. Preliminary analysis showed that the above warning message was a false alarm that was caused by a telemetry error.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon ICD interrogation on (B)(6) 2014, a warning message was displayed stating that the defibrillation system would be ineffective. Reportedly, tests were performed on (B)(6)2014 that showed a normal device behavior. Preliminary analysis showed that the above warning message was a false alarm that was caused by a telemetry error.